Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): distal conductor distorted at connector, blood was present on the helix mechanism, inner insulation kinked/buckled, lead was stretched; the helix would not extend due to distal conductor distortion within the connector; full lead returned and analyzed.

Event description:
It was reported, during the implant procedure, there was difficulty introducing the stylet into the lead. Additionally, there was significant friction during insertion of the lead through the sheath and consequently, impossible to position the lead into the right ventricle. The report further indicated the lead was difficult to retract, and some force was required. The lead was not used. No patient complications have been reported as a result of this event.